Manufacturer narrative:
Results of investigation: the main printed circuit board assembly was received into the carefusion failure analysis lab where the unit was installed onto a known good unit and powered on in service mode where the events log showed multiple transducer faults. A calibration of the transducer was performed and was successful. The fault was able to be isolated to a transducer but was unable to be reproduced. This failure is considered a known issue and has been addressed though an internal investigation.

Manufacturer narrative:
(B)(4). According to the information available at this time, this reported event is MDR reportable. The customer has yet to return the device for evaluation. (B)(4).

Event description:
The customer stated that the unit is having a transducer fault. They replaced the main printed circuit board which resolved the issue. There was no patient involvement at the time of the event.